Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2011-00053.

Event description:
It was reported that, "revised liner and head to a 32mm 10 degree liner with a 32mm +5 head."